Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 06/24/2016: concomitant devices removed in the revision surgery were: 3.5mm cortex screw self-tapping 28mm (204.828), lot-unknown, qty.-(1); 3.5mm cortex screw self-tapping 24mm (204.824), lot-unknown, qty.-(1); 3.5mm variable angle locking screw/slf-tpng/strdrv/24mm (02.127.124), lot-unknown, qty.-(3); 3.5mm variable angle locking screw/slf-tpng/strdrv/22mm (02.127.122), lot-unknown, qty.-(1); 3.5mm variable angle locking screw/slf-tpng/strdrv/46mm (02.127.146), lot-unknown, qty.-(1); 3.5mm variable angle locking screw/slf-tpng/strdrv/36mm (02.127.136), lot-unknown, qty.-(1); 3.5mm variable angle locking screw/slf-tpng/strdrv/14mm (02.127.114), lot-unknown, qty.-(1); 2.7mm metaphyseal scr slf-tpng w/t8 strdrv recess/50mm (02.118.550), lot-unknown, qty.-(1); 2.7mm metaphyseal scr slf-tpng w/t8 strdrv recess/38mm (02.118.538), lot-unknown, qty.-(1); 2.7mm va lckng screw slf-tpng with t8 stardrive recess 40mm (02.211.040), lot-unknown, qty.-(2); 2.7mm va lckng screw slf-tpng with t8 stardrive recess 34mm, (02.211.034), lot-unknown, qty.-(1); 2.7mm va lckng screw slf-tpng with t8 stardrive recess 32mm (02.211.032), lot-unknown, qty.-(1); 2.7mm va lckng screw slf-tpng with t8 stardrive recess 28mm (02.211.028), lot-unknown, qty.-(2).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on may 19, 2016. It was further reported that the patient was revised with the same type of 2.7/3.5mm variable angle locking compression plate used in the initial surgery.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was completed for the subject device lot. The review revealed no complaint related anomalies. The device history record shows this lot of 2.7/3.5mm va-lcp anterolateral distal tibia plate was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 due to a broken variable angle locking compression plate and a fibular fracture above the plate. The patient initially underwent an open reduction internal fixation procedure on (B)(6) 2016 to treat open tibia and fibular fractures. On an unknown date, the patient was undergoing aggressive stretching at physical therapy and began to experience pain. The patient was seen at the physician's office and an x-ray (date unknown) revealed that the plate had broken into two pieces and that the fibula had fractured above the plate. The plate was explanted during the (B)(6) 2016 revision surgery; however, additional information pertaining to the patient's revision was not reported. The revision surgery was reported as being successfully completed with no surgical delay. This report is 1 of 1 for (B)(4).